Event description:
During a pta treatment procedure, the tip of the occlusion balloon catheter fractured. The pt was asymptomatic during this event. The lesion being treated was 75% stenotic lesion in the forearm vein. As the balloon catheter was inserted into the 6f mosquito sheath and over a platinum plus guidewire, the tip of the occlusion balloon catheter detached. The balloon was never inflated. The procedure was successfully completed using a new occlusion balloon catheter. No pt injuries or complications were reported. Pt status is reported as 'good'.